Event description:
Information was received from the multiple sources (manufacturer representative, healthcare professional) regarding a flex arm used for micro endoscopic discectomy (med) therapy for herniation. It was reported that the screw of the flex arm was broken. Product was used in the patient's table. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H3: product analysis: 0706069832, part # 9560524, lot # my21m001r analysis confirmed that the requested phenomenon was reproduced during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.